Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that their blood glucose levels were greater than 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 4 and 24 hours. It was noted that the needle mechanism did not deploy. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 14. No issues were found that would result in a needle mechanism failure as the pod did not pair with a controller and begin priming after it had been filled and activated. No damages or defects were observed that would result in a needle mechanism failure.